Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video image distortion, due to damage on circuit board of video plug section, image noise occurs and an image cannot be displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoeye flex 3d deflectable videoscope had video image distortion. The issue was found during service/maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.